Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that part of the bd insyte¿ IV catheter separated from the hub when removing the dressing. The following information was provided by the initial reporter: "staff advise this IV luer was found leaking when it was to be redressed. On removing the dressing in place the hub and approx. 6mm of the cannula came with the dressing. The remainder of the cannula was luckily retrieved quickly, and the measure of the device length indicates the full device has been retrieved. IV had been in situ only 12 hours having been placed in (r) hand in theatre, prior to an elective procedure. Antibiotics, crystalloid IV fluids and phenylephrine were infused through the cannula. Batch details are not available as the device fault was found when patient back in the department post op."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/1/2021. H.6. Investigation: one photo and one sample were received by our quality team for evaluation. From the photo, the catheter was broken in a short distance away from the adapter. The sample was subjected to visual inspection to check for catheter damage. It was observed that the catheter was broken in a short distance away from the adapter, with a clean cut at the separation point. A device history record could not be evaluated as the lot number is unknown. A manufacturing review was performed at the flaring and swage depth measuring station and there are no possible contact points which could cause any damage to the catheter. There is also an automated vision system at the assembly machine whereby if there a broken catheter occurred in the manufacturing process, the defective part would be rejected by the automated vision inspection system as the product will fail the lie distance. This nonconformance could have occurred out of the manufacturing facility during product application.

Event description:
It was reported that part of the bd insyte¿ IV catheter separated from the hub when removing the dressing. The following information was provided by the initial reporter: "staff advise this IV luer was found leaking when it was to be redressed. On removing the dressing in place the hub and approx. 6mm of the cannula came with the dressing. The remainder of the cannula was luckily retrieved quickly, and the measure of the device length indicates the full device has been retrieved. IV had been in situ only 12 hours having been placed in r) hand in theatre, prior to an elective procedure. Antibiotics, crystalloid IV fluids and phenylephrine were infused through the cannula. Batch details are not available as the device fault was found when patient back in the department post op."